Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use when the issue occurred. There was no harm reported to philips. The remote service engineer (rse) analyzed the system remotely and found that the system host was stuck on the splash screen and the flexvision monitor was black with no activity. Upon troubleshooting, it was found that the flexvision pc didnt turn on, and the issue was resolved after turning on the flexvision pc. After which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the flexvision pc did not start up. No harm was reported to philips. Philips has started an investigation of this complaint.